Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath was received for evaluation. An event of a fluid/blood leak was reported. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub, and the hemostasis seal was microscopically inspected. A tear was noted on seal slit. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal and subsequent leak remains unknown.

Event description:
During the atrial fibrillation procedure, the hemostasis valve leaked blood when the diagnostic catheter was inserted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.